Manufacturer narrative:
(B)(4). The device was manufactured september 15, 2014 - september 16, 2014. The distal luer lock with its attached blue winged luer cap was received for evaluation. Visual inspection revealed that the distal luer lock and attached blue winged luer cap were damaged. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hub of the luer lock of a regional anesthesia infusor was cracked, and the blue winged luer cap was partly damaged. This was noted after filling. There was no patient involvement. No additional information is available.